Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm. The patient's dermatologist reported that the patient developed contact dermatitis from the sensor adhesive patch. It was indicated that the patient experienced erythema, scaling and itching at the affected area. The dermatologist prescribed the patient with a topical corticosteroid ointment to treat the area. No additional patient or event information is available. No product or was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.